Event description:
The patient reported since implant, she has only had one day of pain relief. The patient undergoes regular refills every six weeks. The patient reported her hcp increased the medication; however, she still was not getting pain relief and is also taking oral medications. An x-ray was performed which "looked fine". The patient reported approximately three weeks after implant, a bump formed in the back that did not subside. After another three weeks the hcp surgically removed the mass and noted the catheter was kinked. The patient reports the mass has not redeveloped. The manufacturer requested additional information and confirmation of this event, however, no information was received from the hcp.